Manufacturer narrative:
This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead from another manufacturer exhibited loss of capture with asystole resulting in the patient experiencing syncope. It was noted that the lead also activated the device lead safety switch feature indicating an out of range pace impedance measurement was recorded. A lead fracture was suspected but not confirmed. The device was reprogrammed to unipolar and a lead revision procedure was scheduled. The system remains in service. No additional adverse patient effects were reported.